Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy, and a replacement pump was sent. Customer's blood glucose level was 187 mg/dl.